Manufacturer narrative:
The device history record provides assurance the part was accepted with conformance to the product requirements. The broken locking screw was likely the result of the glenosphere not being fully seated at the time of implantation, which created excessive bending on the screw.

Event description:
Revision of equinoxe shoulder components due to pain and mobility issues. X-rays showed the glenosphere was not attached to the glenoid plate and the glenosphere screw had sheered off.